Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year, 11 months. The pump remains in use supporting the patient; however, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the lvad system produced low voltage alarms and a low speed advisory with the pump speed decreasing to 4000 rpm. The patient was asymptomatic. The submitted log file was reviewed by a representative of the manufacturer¿s technical services and confirmed the pump stoppage. The lvad system was then connected to an ungrounded power module patient cable. On (B)(6) 2016, a distal end percutaneous lead (driveline) replacement was performed without incident. No additional alarms occurred. The patient remained asymptomatic and was discharged.

Manufacturer narrative:
Device evaluation: the pump remains in use supporting the patient; however the replaced portion of the driveline and the exchanged system controller were returned for evaluation. The report of low speed events, a pump stoppage and a yellow wrench alarm was confirmed based on the evaluation of the submitted and retrieved system controller log files; however, a specific cause for the abnormal pump operation could not be conclusively determined. The log files captured speed drops below the low speed limit and a pump stoppage on (B)(6) 2017. Speed drops below the low speed limit were also captured in the last two events in the log file on (B)(6) 2017. The lack of expected data at the end of the log file suggests that the system controller transitioned to backup mode sometime after the last event captured on (B)(6) 2017. Backup mode is associated with a yellow wrench advisory alarm, a loss of system monitor communication, and illumination of only one of the two green pump running led's. The captured interruptions in pump function occurred only while the system was connected to the power module and appear consistent with a potential driveline wire compromise; however, the evaluation of the returned portion of the driveline did not confirm any wire damage. Approximately 9 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. The metal braided shield appeared overall unremarkable except for some moderate shield breakdown near the terminus of the distal end bend relief, which appeared consistent with almost 2 years of use. Visual inspection of the underlying wires revealed minor kinking of the wires at approximately 3.5-4 inches from the metal connector; the wires otherwise appeared unremarkable. Microscopic inspection did not reveal any areas of compromised wire insulation or damage to the inner conductors along the length of the returned driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The returned system controller was functionally tested and found to operate as intended during analysis. A root cause for reported events was unable to be conclusively determined from the analysis of the system controller; however, the data in the log file, and the analysis of the returned system controller suggest that they are related to a damaged driveline. The patient remains ongoing on vad support with the ungrounded patient cable and no additional events have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: approximately 3 weeks following the driveline replacement procedure, it was reported that the patient was connected to a grounded patient cable to assess the driveline repair and experienced further alarms upon manipulation of the driveline when connected to a grounded patient cable. It was reported that a yellow wrench controller fault alarm was received on the system controller. After the alarm the system controller would not pull data to the monitor. The system controller was exchanged. Following the additional alarms, the account stated that the patient was left on an ungrounded patient cable.